Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g3, g6, h2, h3, h6, h11. Corrected section: d10 - concomitant products. The device was returned to the factory for evaluation on 04/23/2025. An investigation was conducted on 04/23/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws or the intact heater wire. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device turned on and an audible sound was heard when activating the toggle. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations. The device was tested for the safety shut down system as the device would turn on and produced visible steam. An activation and transection capability test was performed over four (04) repetitions using "max life test method stm2048073. The device successfully transected tissue five (5) times. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test (B)(4). The resistance value was measured at .68 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. Based on the returned condition of the device as well as the evaluation results, the reported failure ""intermittent continuity" was not confirmed. The lot # 3000456894 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during the radial artery harvest using vasoview hemopro 2, they stated that the bisector only worked intermittently during the fasciotomy portion of the harvest and they were afraid of using it on the arterial branches. They tried new adapters and new extension cables and had the same issue. They also waited 60 seconds between energy interruptions in case there was a time out issue related to overheating and this did not fix problem either. They did not switch out the generator. When they switched to an new kit they no longer had the problem of intermittent power, so they felt the generator was working appropriately. They finished the case without further incident. There was no patient harm of injury related to this incident.